Event description:
A customer contacted beckman coulter, inc. (Bec) reporting a leak in connection with their access 2 immunoassay analyzer while performing daily maintenance. The peri-pump tubing was torn causing the leak. The customer replaced the peri-pump tubing. Medical attention was not sought for this event. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(6) 2011. The fse found that the peri-pump sensor was not working due to leakage from the split peri-pump tubing. The fse returned the next day to replace the peri-pump assembly. The fse performed a routine system check and assay qc. No issues were noted. Bec identifier for this report is (B)(4).